Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The complaint/event occurred on an unspecified date and involved an unspecified plum 360 infusion pump. The pump did not alarm for air when the fluid was completely through the cassette and halfway down the tubing when the bag ran dry. The customer stated that the pump should have alarmed as soon as there was air in the cassette. The bio-electronic department troubleshot to see if the pump was at fault, and it was determined that this issue/complaint also occurred with other pumps. There was no report of human harm associated with the complaint/event.

Event description:
The complaint/event occurred on an unspecified date and involved an unspecified plum 360 infusion pump. The pump did not alarm for air when the fluid was completely through the cassette and halfway down the tubing when the bag ran dry. The customer stated that the pump should have alarmed as soon as there was air in the cassette. The bio-electronic department troubleshot to see if the pump was at fault, and it was determined that this issue/complaint also occurred with other pumps. There was no report of human harm associated with the complaint/event. Additional information was received. The reporter stated that the pump should have alarmed as soon as there was air in the cassette instead of the bag running dry, and the fluid was completely through the cassette and halfway down the tubing before it alarmed. They had their bio-electronic department trouble shoot to see if the pump was at fault, but the event also occurred with using other pumps. The nurse had no difficulty priming the IV tubing or infusing fluid. The incident occurred when the infusion was complete. The cassette was dry and did not alarm. She found when checking the patient. This was caught before air in the line reached the patient. The event occurred on dec-2024. They did not feel the pump was the issue. It was inspected by their bio-electronic department and was not found to be faulty. It was felt the tubing was the issue. The packaging had been discarded when the IV was initiated so they do not have the lot numbers. They have the tubing. There was patient involvement and no patient harm.

Manufacturer narrative:
The device was not returned to the service hub; therefore, we were unable to conduct a visual inspection or any functional testing. A 12-month service could not be performed because no serial number was provided. Unfortunately, we did not receive any event history from the customer, and thus, we were unable to review the event history/alarm logs. As a result, we could not replicate or confirm the reported issue.